Manufacturer narrative:
The complaint notification associated with this device described that the bushings are broken causing the bolts to back out. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this device was conducted at the manufacturer's service center on november 21st, 2016. After evaluation, we can confirm that all bolts had loosened. We can exclude a manufacturing fault. Further data regarding usage and patient were requested. After two attempts to get these data, they arrived december 19th, 2016. The final evaluation was conducted on january 6th, 2017. An exact reason for the loose bolts could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that the bushings are broken causing the bolts to back out. No fall or injury occurred due to this failure.